Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that the episode was viewable from within the analysis file but that egm data did not get stored in the episode data.

Event description:
It was reported that the patient's carelink transmission listed a ventricular tachycardia-non sustained episode as 'invalid.' No electrocardiogram was available. The device is still in use. No patient complications have been reported as a result of this event.